Event description:
It was reported that the implantable pulse generator (ipg) was returned and tested out-of-specification on analysis.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80 of the 99.9 longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. Battery analysis revealed that. No evidence of an internal mechanism for premature battery depletion was found during destructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.